Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient was in stable condition. The procedure was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 19march2020: the procedure was a radial coronary diagnostic procedure. The sheath was opened and stored per protocol. When the sheath was being flushed, it was noted that there were holes in the cannula of the sheath (fluid came out the side of the sheath). At this point the sheath was thrown away because procedure was being performed on a potential covid-19 patient. Another sheath was opened, and procedure was performed successfully. Sheath was not inserted into patient and there was no patient harm. Hemostasis was achieved by a tr band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.